Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 2.60" from the distal tip. A piece measuring proximately 0.160" x 0,067" was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip-up fenestrated grasper instrument had the shaft part broken off. The fragments fell inside the patient and were retrieved using a backup instrument during the same procedure. The fragments did not fall into the patient during an instrument tip collision. It was unknown what surgical task was being performed at the time of the event and if the instrument wrist was straightened upon removal. No post-operative tests were performed to check for remaining fragments. The procedure was completed with a backup instrument.